Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she received a button error alarm even after taking out the battery. Customer's blood glucose level was 88 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.